Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: a device history record (DHR) review was conducted: part: 03.037.015 (60082593). Lot: l925008 manufacturing site: (B)(4) release to warehouse date: 20.aug.2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. A product investigation was conducted. Visual inspection: the aiming arm locking device(part # 03.037.015, lot # l925008) was returned and received at us cq. A visual inspection was performed. The outer thread had a deformation which confirms the received condition agrees with complaint condition. Dimensional inspection: dimensional inspection was not performed due to post manufacturing damage. Document/specification review: the relevant drawing(s) was reviewed. This complaint is confirmed. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined for the deformation, it is possible that the condition is due to consistent use with possible rough handling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the guide sleeve assembly was getting stuck to the helical blade inserter, making the instrumentation not function properly. It is unknown if there was surgical delay. The procedure was completed successfully. Patient status was unknown. During manufacturer's initial investigation of the returned device it was identified that aiming arm locking device is deformed. This report is for one (1) aiming arm locking device. This is report 5 of 5 for complaint (B)(4).